Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 151 mg/dl. During a systems check with tandem technical support it was discovered customer was not properly completing the air flow extraction step. Cts educated customer on the users guide for removing excess air from the cartridge. The customer successfully changed pump supplies and resumed insulin delivery after the systems check.